Manufacturer narrative:
Additional information: h3: device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Functional inspection found the lens to not be within specification. H6: device history record (DHR) review: based on the results of the investigation all released devices from the associated work orders including the suspected device have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
G4- "combination product" shoudl be removed from previous MDR. H6- investigation conclusion code: 4310 should be corrected to 4315 in previous MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.50 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the patient experienced a refractive surprise. The lens was exchanged for a different model lens and the problem was resolved. The reporter indicated the cause of the event was unknown.